Event description:
Patient was seen in clinic on (B)(6) 2018. Interrogation of the heartmate ii lvad noted speed drops and pump stops on (B)(6) 2018. Waveforms, data and abdominal x-rays sent to abbott labs for evaluation which revealed a fractured driveline wire causing a short to shield effect. The patient was provided with an ungrounded cable to use until the engineers were able to repair the driveline. Driveline repair was scheduled on (B)(6) 2018, however due to inclement weather the patient was unable to travel to the hospital. Patient admitted on (B)(6) 2018, at which time the driveline was repaired with splicing by engineers. Low speed alarms noted the morning of (B)(6) 2018 while on ac power on a grounded cable. Waveforms and data sent in for evaluation. Patient placed on an ungrounded cable. Recommendations received from abbott labs to change the pump. The patient was taken to the operating room on (B)(6) 2018 for a hm ii pump exchange. Surgery went well. The patient is currently recovering in the cvicu.